Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal and possible causal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization due to leg swelling. However, there is no documentation in the complaint file to show a malfunction or deficiency of the liberty select cycler. The patient was receiving draining slowly messages during treatment, however; had not undergone evaluation for what was causing that issue. The patient did not have the pd catheter checked. The patient did not undergo a kub. The patient was not evaluated for positioning issues. There are many reasons that a patient can encounter drain complications during treatment. Although the patient was encountering these issues during treatment on the liberty select cycler, the patient was reportedly successful when completing manual exchanges. Based on that information, it cannot be determined if the liberty select cycler contributed to the patient¿s hospitalization for leg swelling.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to fluid overload. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to swelling in the hand and legs and weakness. The patient was admitted to the hospital with a diagnosis of leg swelling. The patient was prescribed midodrine for blood pressure (dose, frequency, and duration not provided) and changed modality upon discharge to continuous ambulatory peritoneal dialysis (capd) due to the patient refusing to use the liberty select cycler. It is thought that the patient used a hospital cycler without issue during the hospitalization, but that could not be confirmed. The cause of the swelling was attributed to impeding optimal volume removal. The patient had been receiving low ultrafiltration and multiple alarms nightly (unspecified). The pdrn stated the hospitalization could possibly be related to the liberty select cycler. The patient was discharged on (B)(6) 2026. The patient continues to complete capd until a replacement cycler is received. The nurse later called technical support on (B)(6) 2026 requesting a replacement liberty select cycler. The patient was receiving draining slowly messages. The patient did not have the pd catheter evaluated nor had a kidney, ureter, bladder (kub) x-ray completed. The pdrn stated the patient was able to drain and fill while doing manual exchanges.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to fluid overload. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6)2026 due to swelling in the hand and legs and weakness. The patient was admitted to the hospital with a diagnosis of leg swelling. The patient was prescribed midodrine for blood pressure (dose, frequency, and duration not provided) and changed modality upon discharge to continuous ambulatory peritoneal dialysis (capd) due to the patient refusing to use the liberty select cycler. It is thought that the patient used a hospital cycler without issue during the hospitalization, but that could not be confirmed. The cause of the swelling was attributed to impeding optimal volume removal. The patient had been receiving low ultrafiltration and multiple alarms nightly (unspecified). The pdrn stated the hospitalization could possibly be related to the liberty select cycler. The patient was discharged on (B)(6)2026. The patient continues to complete capd until a replacement cycler is received. The nurse later called technical support on (B)(6)2026 requesting a replacement liberty select cycler. The patient was receiving draining slowly messages. The patient did not have the pd catheter evaluated nor had a kidney, ureter, bladder (kub) x-ray completed. The pdrn stated the patient was able to drain and fill while doing manual exchanges.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.